Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt212 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A healthcare facility (B)(6) reported to our distributor that they found a fault on the inspiration heater wire connector. No pt consequence was reported.